Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation of the implantable pulse generator (ipg), a pop-up message of ¿arrhythmia episode-episode not found¿ was displayed. The ipg remains in use. No patient complications have been reported as a result of this event.